Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient reported to technical support (ts) that a fluid leak occurred during their peritoneal dialysis (pd) treatment. The patient had contacted ts to report a heater bag not detected alarm in setup. While troubleshooting with the ts representative, the patient mentioned experiencing a fluid leak during treatment the previous night. There were no reported alarms that had occurred prior to finding the leak. The patient reportedly found fluid leaking out of the cassette door after the treatment was completed. The ts representative advised the patient to discontinue use of the cycler and to contact their pd nurse to inform them of the reported event. A replacement cycler was issued to the patient. There was no reported damage found on the cassette and the cause for the leak was unknown. Upon follow up with the pd nurse, it was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The pd nurse also confirmed that the patient did not miss any treatments and is trained on performing stat drains, as well as manual pd therapy if needed. The patient received their new cycler and is continuing pd therapy on the replacement machine with no further issues. The cassette used by the patient was not available to be returned for evaluation as it was reportedly discarded after use. Additionally, the lot number for the cassette was not provided. The cycler was returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler. A post-ast simulated treatment was performed and completed without failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 02/28/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.